Manufacturer narrative:
Patient had pleuritic chest pain. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: gabe weininger, b.s., john a. Elefteriades, m.d., ph.d. Intracardiac cement embolism. The new england journal of medicine., n engl j med 2021; 385:e49 https://doi/10.1056/nejmicm2032931 a (B)(6) man with recent kyphoplasty presented with pleuritic chest pain. Imaging showed an intracardiac foreign body. During cardiothoracic surgery, 4-inch piece of cement was seen perforating the right atrium and puncturing the right lung. Intracardiac cement embolism was diagnosed. That cement leaked into the patient¿s system, hardened and traveled to his heart. Physician identified the chest pain was caused by a foreign object, the patient was rushed to surgery. Surgeons removed the "sharp" piece of cement and repaired the damage to his heart. The report also said the patient had "nearly recovered" a month after the surgery with no other complications.